Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the left motor is making a loud clicking noise. When you engage the motor into drive, the chair still rolls.